Event description:
Subsequent to the previously filed report, user facility medwatch#1402800000-2020-8004 report was received stating: "patient had an elective cardiac catheterization performed- at the end of the procedure, the femoral arterial sheath was removed and a perclose proglide closure device was deployed in routine fashion. The perclose device malfunctioned and became stuck in the right femoral artery, leading to a femoral artery dissection- cardiac surgeon was immediately consulted and assisted the interventionalist with the remainder of the procedure- patient was intubated and a femoral artery cut down was attempted to repair the femoral artery- the case was difficult and a 2nd cardiovascular surgeon was called to assist- the area was repaired and the femoral artery was closed- a covered stent during this repair process- the patient discharged home post-op day 2 after being monitored in the hospital. "

Manufacturer narrative:
Attachment: user facility medwatch#1402800000-2020-8004. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of dissection is listed in the perclose proglide instructions for use (IFU), as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E4, h6: patient code 2199 removed.

Event description:
It was reported that an arteriotomy closure of a an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, there was resistance deploying the needle plunger and the needles did not connect with the cuff. It was not know if the needle plunger was able to be pushed all the way down. The lever was pushed down to close the foot; however, it was unknown if the foot closed completely. Attempts were made to remove the proglide device from the anatomy; however, the device was stuck and was unable to be removed. Cut down surgery was performed to remove the proglide device. Hemostasis was achieved with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It was initially reported the device would be returning. Subsequent information indicates the device will not be returned. Reported device code (B)(4) removed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of a an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, there was resistance deploying the needle plunger and the needles did not connect with the cuff. It was not known if the needle plunger was able to be pushed all the way down. The lever was pushed down to close the foot; however, it was unknown if the foot closed completely. Attempts were made to remove the proglide device from the anatomy; however, the device was stuck and was unable to be removed. Cut down surgery was performed to remove the proglide device. Hemostasis was achieved with surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.